Event description:
It was reported that the pt underwent a spinal procedure to fuse t12-l5 using posterior fixation with bone graft. One month post op, it was confirmed from x-ray that the set screws at l5 were loosening. Approx two months post op it was confirmed that l4 and l5 set screws backed out on both sides. The revision surgery was performed approx three and a half months post op. Both screws at l4 and l5 were replaced to the larger sized screws. No reported pt complication post op.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.